Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Additionally, it was reported that intermittent unspecified cartridge alarms occurred after loading a new cartridge. There was no adverse impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.